Manufacturer narrative:
Regarding the biosense webster systems, the lab manager was contacted by bwi representative. The lab manager advised that this issue was not related to bwi systems. The customer declined system service. Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Ez steer thermocool navigation catheter (device was discarded by the customer/ not returned for investigation): model #: d-1292-04-s, lot #.: unknown. Generic - lasso catheter (device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown. Soundstar 3d 10f-90 catheter (device was discarded by the customer/ not returned for investigation): model #: m-5723-05, lot #.: unknown. (B)(4).

Event description:
It was reported that following an atrial fibrillation (afib) ablation procedure, the patient had a skin burn at the site of the indifferent electrode. An undetermined number of ablations had been delivered with approximately 40 watts of power. The skin burn was reported several hours after the procedure. A valleylab indifferent electrode was in use, model number unknown. It is unclear if the type of the indifferent electrode was according to bwi's recommendation brand/ type. Multiple attempts were done to request for further detail information such as degree of skin burn, medical intervention performed, patient's updated health status etc. However, no additional information has been provided.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that following an atrial fibrillation (afib) ablation procedure, the patient had a skin burn at the site of the indifferent electrode. An undetermined number of ablations had been delivered with approximately 40 watts of power. The skin burn was reported several hours after the procedure. A valleylab indifferent electrode was in use, model number unknown. It is unclear if the type of the indifferent electrode was according to bwi's recommendation brand/ type. After a follow up, it was stated that the account does not want the unit tested because of the patient incident. The device history record for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.